Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm commander delivery system balloon burst during a transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve. No additional volume had been added to the commander delivery system before valve deployment. Valve alignment was performed in a straight section of the anatomy without incident. However, during valve deployment, the delivery system balloon burst. The balloon was able to be removed from the patient without issue. The valve was fully expanded and did not require post dilation. There was no complication or patient injury related to this event, and it is reported that the patient is doing fine. No other ew devices were damaged. Perceived root cause of the balloon burst was calcium.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Investigation is ongoing.